Manufacturer narrative:
(B)(4). Analysis confirmed the reported leak. The realize adjustable gastric band was returned with small hole on localized near on a fold line. Titanium port was received with etch number 0510002, approximately nine punctures can be appreciated at the septum, and a locking connector is present not connected on the catheter, the catheter size was 35 cm. Buckle was detached from the reinforcement band, a hole was found on the band with 234.9 mm of size, near from the lock indicator / diamond, no functional test was performed due to the condition of the device. It is noted that balloon leakage is a recognized event associated with gastric banding and the realize band. Review of the products instructions for use indicates that the manufacturer cannot assume any liability or responsibility for loss of the filling fluid resulting from improper handling and use, physiological reaction to the material, general deterioration of the balloon over time, or similar reasons. A device history record was performed final packaging lot 0512092 was manufactured on the 2005-12, and expiry date is 2008-11. Non-conformance was found when reviewing the batch documentation for the bladder. This was regarding the receiving of the bladder at quality control, they found a molded particle in the bladder. Correction was made, the whole batch was checked and approved.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the leak detected, fluoroscopy, endoscopy? What was the amount of fluid remaining in the band? The loss was 3 ml. How many adjustments or fills were performed? Three times in 2 month. With the loss of 3 ml fluid at every time. Who performed the implant of the band, surgeon, resident , surgical assistant? Professor head of surgical dept.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unknown procedure, patient received gastric band in 2006. In 2017 leakage was detected when the band was refilled with 3-4 ml of liquid which disappeared again and needed to be filled in again. The band will be replaced with a new one on (B)(6).